Manufacturer narrative:
(B)(4). The patient was recovering from the peritonitis event (previously reported as recovered).

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A review of all batch record documents for potentially associated lot numbers h13j08065 and h13i12050 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Same patient as cmplnt-(B)(4).

Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for the peritonitis consisted of unspecified antibiotics administered intraperitoneally and intravenously (dose and frequency not reported). The patient was discharged from the hospital four days after being admitted and the antibiotics were discontinued five days after that. The patient was reported to have recovered from the peritonitis. Additional information was requested and was not available at this time. This is report 1 of 4 involved in this event.